Manufacturer narrative:
The customer was also tested within 4 hours with coaguchek xs plus meter serial number unknown. The result from the coaguchek xs plus meter was 4.4 inr. Medwatch sections d2, and d4 have been updated. This is to log a second vial of strips with an unknown lot number and expiration date used on the professional meter.

Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number (B)(4) compared to a laboratory using a stago method. The result from the meter at 8:48 a.m. Was 5.5 inr. The result from the laboratory at 11:15 a.m. Was 3.1 inr. The customer¿s therapeutic range is 2.5-3.3 inr.